Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to their doctor¿s meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2017. The patient could not recall the blood glucose reading on the subject meter or their doctor¿s meter. There is insufficient information for lfs to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported consuming more food/drink in response to the alleged issue. The patient reported developing symptoms of ¿sweating, feeling hot, shaking, could not think correctly and white as a ghost¿ on (B)(6). The patient reported visiting their doctor where they were advised to ¿subtract 18 from their meter reading¿. No other medical intervention was reported for this date. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate reading on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.